Manufacturer narrative:
Patient sex not available from the site. A medtronic representative reported that while in an electrode and probe placement procedure, the mobile view station (mvs) monitor turned black after unplugging/re-plugging the mvs. They mentioned the imaging system and mvs were booted up in the or hallway for sometime before they were brought into the or. When they plugged the imaging system into the or outlet the mvs monitor went black. Site tried turning the monitor power off then on with no change. They received a no video input/link error message on the monitor. They had to reboot the system and the mvs without change and received a ods locked warning on the mvs monitor. Decided to reboot the system and the mvs a second time then system came up normally and was able to proceed with case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation revealed that the cause of this event was failed uninterruptible power supply (ups) batteries. Replacement of the ups battery pack resolved the issue. No further issues were reported. Analysis of the returned ups battery pack confirmed the electrical failure as the batteries failed to hold sufficient charge upon testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in an electrode and probe placement procedure, the mobile view station (mvs) monitor turned black after unplugging/re-plugging the mvs. They mentioned the imaging system and mvs were booted up in the or hallway for sometime before they were brought into the or. When they plugged the imaging system into the or outlet the mvs monitor went black. Site tried turning the monitor power off then on with no change. They received a no video input/link error message on the monitor. They had to reboot the system and the mvs without change and received a ods locked warning on the mvs monitor. Decided to reboot the system and the mvs a second time then system came up normally and was able to proceed with case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.